Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista® 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 1500 system. The discordant patient result was reported to the physician and questioned. The same sample was reprocessed on the same and alternate siemens systems. The patient was redrawn, and the new sample was processed on an alternate siemens system obtaining higher results that were considered correct. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc patient sample result.

Manufacturer narrative:
Additional information (30-sep-2022): siemens headquarters support center (hsc) completed the investigation of the falsely depressed vancomycin (vanc) patient sample result. Hsc reviewed the information provided by the customer and the dimension vista® 1500 instrument data. Quality control results were within the customer's established ranges. No issues were noted with other patient samples indicating that the dimension vista® 1500 system and vanc assay were performing acceptably. Repeat of the same sample yielded expected results. The cause of the event is unknown. A potential product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00255 was filed on 21-sep-2022. Section h6 has been updated to reflect the hsc investigation.